Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that sensor failure. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6)2024. On the same day, it was reported that the patient¿s sensor failed during warm-up. It was not specified if the patient was using a blood glucose (bg) meter for monitoring during the time the continuous glucose monitor (cgm) was not providing any values. Approximately 8 hours later, the patient began feeling shaky, sweaty, and eventually passed out. No bg meter reading was reported at this time. The patient regained consciousness on her own after a few seconds and then treated herself (with the assistance of her husband) by taking oral glucose and ¿eating 15 grams of carbs and drinking juice¿. 15 minutes after treatment, the patient¿s bg meter reading was 300 mg/dl. The patient remained at home and did not seek assistance from a higher level of care. This was at the advice of her dietician and diabetes team. The patient was fine and stable at the time of the report. Performance data was reviewed. The allegation was confirmed due to the finding of sensor fail during warmup. The probable cause was determined to be high counts aberration . No additional patient or event information is available.

Event description:
It was reported that sensor failure. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. On the same day, it was reported that the patient¿s sensor failed during warm-up. It was not specified if the patient was using a bg meter for monitoring during the time the cgm was not providing any values. Approximately 8 hours later, the patient began feeling shaky, sweaty, and eventually passed out. No bg meter reading was reported at this time. The patient regained consciousness on her own in 5 minutes and then treated herself (with the assistance of her husband) by taking oral glucose and ¿eating 15 grams of carbs and drinking juice¿. 15 minutes after treatment, the patient¿s bg meter reading was 300 mg/dl. The patient remained at home and did not seek assistance from a higher level of care. This was at the advice of her dietician and diabetes team. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of sensor fail during warmup. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.